Manufacturer narrative:
H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home pd system kaguya set leaked from unspecified location. It was further described "leakage was found somewhere around the solution bag" during use. Renal therapy services advised the patient to end the therapy and suggested to contact their physician regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.